Manufacturer narrative:
The part and lot number are unk; therefore, the device and prod/lot history records could not be reviewed. No devices or photos were rec'd; therefore, the condition of the components is unk. Operative notes for primary surgery were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Pt activity info is unk. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the pt is experiencing poor knee range of motion, right side numbness and the implant not fitting correctly.